Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Bg was addressed via consumption of carbohydrates. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.